Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) -sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm epic max valve was chosen for a procedure. The patient had a aortic prosthetic valve endocarditis and atrioventricular block as a paravalvular complication, requiring a temporary pacemaker prior to surgery. During the procedure, epicardial electrodes implantation was attempted, but due to the high thresholds, endocavitary pacing was chosen as a second step. After the procedure, a permanent pacemaker was implanted. The patient was discharged from the hospital on (B)(6) 2026, in very good clinical condition.